Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the rust could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the charged coupled device. A root cause for the debris could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion and rust on the charged coupled device and debris inside the light guide lens. There was no patient involvement.